Event description:
On (B)(6) 2011, the vns patient's programming history was reviewed and it was discovered that a faulted system diagnostics test occurred on (B)(6) 2008 which inadvertently changed the patient's settings from output=2ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=1.8min/magnet output=2.25ma/magnet pulse width=250usec/magnet on time=60sec to incorrect settings of output=1ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=1ma/magnet pulse width=500usec/magnet on time=30sec. The patient's settings were not found and corrected until their next visit on (B)(6) 2009.

Manufacturer narrative:
Analysis of programming history.